Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections (mdi) as backup therapy while a replacement pump was sent by cts. Cts provided instructions on returning the malfunctioning pump and informed the customer of the necessary steps upon receiving the new pump.